Manufacturer narrative:
Follow-up #1 date of submission 05/31/2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the pump powered on with the appropriate audible and vibratory sounds. The users setting indicated that the alarm setting was set on ¿high¿ and the temp-basal was set to ¿off.¿ all other settings were set to ¿vibrate.¿ a ¿low cartridge¿ warning was induced during testing with the sound set to ¿high¿; the pump gave the appropriate sound and displayed the correct message on the screen. A ¿low cartridge¿ warning was reproduced with the sound set to ¿vibrate¿; the pump gave the appropriate vibration with the correct message displayed on pump screen. The reported complaint was unable to be duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a audio tone/vibration (dual alarm failure) issue, starting about one month ago. This complaint is being reported because the reported issue was not resolved with troubleshooting. Customer technical support to go to alternate form of insulin delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.